Manufacturer narrative:
It was reported that after an initial bunion surgery, hardware was removed in a revision surgery on (B)(6) 2023 due to a broken screw. The hardware was not returned to the manufacturer for evaluation. Device specific information was not available; therefore, a review of device history records was not able to be performed. However, all non-conformances for possible kits and screws utilized in surgery were reviewed and no non-conformances or issues during the manufacture or release of the products were identified to date that could have contributed to what was reported. A number of factors could have contributed to breakage of the screw, and although the most likely cause cannot be determined based on the available information, the device was likely subjected to excessive bending stresses which resulted in its breakage. The company will supplement the MDR as necessary and appropriate.

Event description:
It was reported that after an initial bunion surgery, hardware was removed in a revision surgery on (B)(6) 2023 due to a broken screw. There was no other report of any patient impact or injury as a result of this event.